Manufacturer narrative:
(B)(4). D10: cat# 00625006530 lot# 61999339 bone scr 6.5x30 self-tap, cat# 00630504832 lot# 61100552 liner standard 32 mm i.d. For use with 48 mm o.d. Shell, cat# 00625006530 lot# 62119833 bone scr 6.5x30 self-tap, cat# 00620204822 lot# 61091669 shell porous with cluster holes 48 mm, cat# 14320620 lot# 2652966 cocr head 32/ 0 'm' 12/14. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right hip arthroplasty. Subsequently, patient was revised approximately 12 years later due to loosening around the stem. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.